Event description:
It was reported that during the implant procedure a system exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed the presenting measurement, with a defibrillation threshold (dft) test recommended. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates that this implantable cardioverter defibrillator (ICD) was programmed to use the rv leads distal coil for therapy delivery and a defibrillation threshold (dft) test was performed successfully during the implant procedure. This device remains in service. No adverse patient effects were report. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during the implant procedure a system exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed the presenting measurement, with a defibrillation threshold (dft) test recommended. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates that this implantable cardioverter defibrillator (ICD) was programmed to use the rv leads distal coil for therapy delivery and a defibrillation threshold (dft) test was performed successfully during the implant procedure. This device remains in service. No adverse patient effects were report. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during the implant procedure a system exhibited high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed the presenting measurement, with a defibrillation threshold (dft) test recommended. This device remains in service. No adverse patient effects were reported.